Manufacturer narrative:
The complaint of manipulator broke into several pieces while in use is inconclusive. The device will not be returned for evaluation and no photographic evidence was provided therefore root cause cannot be identified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Conmed encourages the inspection and/or test of all medical equipment prior to use to ensure all devices are functioning as expected. The IFU advises the user to reattach the syringe to the luer connector at the end of the pilot balloon and fully aspirate the air from the intrauterine balloon to deflate; this will allow the intrauterine balloon to be removed from the uterus. Unlock the locking mechanism by turning the screw counter-clockwise and retract to the handle. Swipe finger around the edge of the vaginal cup to separate the tissue from the cup to prevent tissue damage. Fully retract the vaginal cup to the handle. Carefully remove the device from the vagina; do not use excessive force to avoid traumatizing the vaginal canal. Upon removing vcare, the surgeon should visually inspect the vcare device and the patient to make sure the entire vcare device was properly removed and that no components or fragments of these components were retained in the patient. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported issues with the v-care, medium cup, item # 60-6085-201a, lot # 201902111 that occurred during a total laparoscopic hysterectomy on (B)(6) 2019 at (B)(6) medical center. It was reported only that "the v-care manipulator broke into several pieces while in use. It is indicated that there was no injury or impact to the patient and the procedure was successfully completed with a 5-minute delay." Additional information obtained indicates the patient was not harmed and the surgery was completed in the planned fashion (laparoscopically). It is noted that the shaft did not break. The v-care was retrieved in four (4) pieces; the handle and shaft, the green cervical cup, the blue cup and the balloon. The cups were not broken apart. The reporter noted that it appears as though they slid off of the shaft. The incident did not extend the patient's stay or length of procedure and she suffered no adverse effects and is recovering normally. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.